Manufacturer narrative:
Trackwise ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 air cuff burst.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/08/2023. An investigation was conducted on 05/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the both the harvesting device and cannula. There were no visual defects observed on either the harvesting device or the cannula. The btt was not returned for evaluation. Based on the non-return of the btt as well as the evaluation of the returned devices, the reported failure "material rupture" was not confirmed. The lot # 3000301102 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.